Event description:
A 33mm epic valve was implanted in (B)(6) 2009. Following an echo that showed a dysfunctional mitral valve with mitral insufficiency and a 60% lv ejection fraction, the valve was explanted (B)(6) 2015. During explant, a cuspal tear was reported. A 27mm non-sjm valve was implanted.

Manufacturer narrative:
Gtin: unknown as serial and lot numbers are unknown.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation concluded fibrous thickening of all three cusps, tears in cusp 2, and fibrous pannus ingrowth on the inflow surface of cusp 3 and the outflow surface of cusp 1. There was no evidence of inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the fibrous thickening, cuspal tears, and pannus formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.